Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that the unit alarmed and would not mechanically ventilate. This issue was discovered during pre-use checkout. There was no report of patient involvement.